Manufacturer narrative:
(B)(4).

Event description:
It was reported that following electrocautery use during an unrelated bypass surgery, the pulse generator exhibited a false alert for battery depletion. On (B)(6) 2016, a firmware download successfully restored the device.